Manufacturer narrative:
Initial report sent: 12/18/2007.

Event description:
Patient sex: unknown. Procedure type: bowel resection. According to the reporter: the instrument was fired twice and the staples were not forming correctly either time. The doctor then hand sewed to correct the staple line. No blood loss occurred. The surgery was delayed by approximately 30 minutes. No other information was provided.